Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed." (Device displays error message). A customer reported receiving a system message during a case. The system was rebooted and the case was completed with no patient impact or reported delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).